Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" error during testing. There was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The downstream sensor will be replaced to resolve the issue.